Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The customer reported they had a study in which the capsule detached early. The reported condition was confirmed. The investigation found: accuview graph report review: the total study duration is 47:05 hours instead of 48 or 96 hours. The ph capsule transmitted values at the first ~3 hour of the study were within a normal ph range (5-7ph). After the 3 hour of the study the ph level dropped below 4 ph. This kind of ph behavior in a digestive system indicates that the ph capsule was detached earlier before the end of the procedure. The investigation identified the cause of the reported event to be do to capsule detached earlier. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. The study was reviewed and confirmed that the capsule fell off very early causing the study to be short. A repeat procedure on a different date was necessary.